Event description:
The customer contact reported the pca glass vial contained less medication than expected after use. The empty pca vial was filled in the pharmacy with 30ml of dilaudid 1mg/ml. On (B)(6) 2010 at 1230, the pca pump was programmed in the pca only mode, to deliver dilaudid 1mg/ml, with a 0.2mg pca dose, and an 8 minute patient lockout. No further programming parameters were provided. On (B)(6) 2010 at 1400, after the physician discontinued the dilaudid therapy, the nurse went to waste the remaining dilaudid and noted that 5ml of air was in the top of the vial that was in the pump and the plunger in the vial was at 23ml. It was reported, the nurse than wasted 18ml of dilaudid instead of an expected 22-23ml. There were no reported changes in the patient's status and no reported delay of therapy critical to this patient. No medical interventions were required. It was reported, the nursing supervisor, physician and the pharmacist were notified. The customer contact reported that there were patient initiated deliveries that equaled between 7-8ml of medication. The customer contact reported, no reported leaking or cracks were noted in the pca glass vial. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).